Manufacturer narrative:
(B)(6). One actual infusor was received at the for evaluation containing no fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor pump did not flow. The pump was filled with 5fu 6900mg and nacl 192ml. The customer specified that the, ¿drug in balloon did not run through¿. There was no patient injury or medical intervention associated with this event. No additional information is available.